Event description:
Boston scientific received information that this product was part of a system associated with a patient infection. The patient was admitted to the ICU and likely received intravenous medication. There were no additional adverse effects reported. The product remains in service at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.